Event description:
Et tube was inserted in pt & would not go in properly - when tube was removed it was noticed that the distal end of the tube was split. Pt intubated in operating room, endotracheal tube cuff failed to inflate. Euromedical was being informed of the incident on the 5/2/2001 and received the affected sample for eval on the 5/9/2001.